Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device system post implant wound check was normal, but a few days later, the patient informed the physician the incision was compromised due to a child jumping on them. The physician sent the patient to the wound center where infection was confirmed with elevated white blood cell count. This associated right atrial (ra) lead was explanted about a month post implant. This ra lead will not be returned due to infection/sepsis. No additional adverse patient effects were reported.